Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution set was broken where it was pinched with a blue clamp. The damage was further described as a hole in the tubing. The damaged set was discovered during setup/pre-petition and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was perforated near where the blue slide clamp was placed. The blue slide clamp was reviewed and no defects were detected which could cause damage in the tubing. A functional leak test was performed and it was noted that a leak was present at the perforation in the tubing. The reported condition was verified. The cause of the condition could not be determined. Ten (10) retention samples were also visually inspected with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.